Event description:
Inbound. Patient stated one pump stops early ln the infusion. Pump stops early and leaves medication in the cartridge, states it is hard to fill cartridges and pull back the cartridge plunger. The cartridge lot number is 10210408 and cadd ms3 serial number (B)(4). Pump replacement sent and box for return. No further details provided. MFR/compounder: whele's.